Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds with intermittent loss of capture (loc) and undersensing. A lead dislodgement was suspected but could not be confirmed via x-ray due to a bacterial lung infection unrelated to the implanted system. The device was reprogrammed pending revision upon improvement of the patient's condition. It was noted that the patient has a good underlying intrinsic rhythm. No adverse patient effects were reported. This lead remains in service.